Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the ostial saphenous vein graft. The physician deployed the ion stent. The stent appeared to be crumpled/accordioned by it's self at the ostium. No complications were reported and the patient's current condition is ok.